Manufacturer narrative:
Device not returned. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. There is no information suggesting that the edwards valve caused or contributed to this event.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 3 months. Further follow-up revealed that the mitral valve was explanted and replaced due to prosthetic valve endocarditis. The explanted device was replaced with a model 6900p 29 mm. The patient is alive and has left the hospital. No other details have been provided.

Manufacturer narrative:
Through additional follow up, the healthcare provider stated, "in this case a gastrointestinal infection seemed to be the initial focus and afterwards local reinfection due to incomplete removal of all infected tissue after first reoperation might have been responsible for reinfection. We feel, that it was not a problem of the valve itself." Based on this information, it appears that this event was likely due to patient and procedural related issues. No further actions are possible.